Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the skin for approximately 49 to 71 hours when the event occurred. On (B)(6) 2026, the parent reported that the patient experienced hypoglycemia resulting in unconsciousness and a hypoglycemic seizure. Medical assistance was sought the same day, and the patient was hospitalized on (B)(6) 2026. No additional clinical information was provided regarding diagnosis, treatment administered, or the duration of the hospital stay. Details related to blood glucose values, insulin information, or pod status during the medical event remain unavailable, as the parent did not provide further information and could not be reached during subsequent callback attempts. A supplemental report will be provided if additional information becomes available.